Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 8.7mmol/l. Customer was unable to select ok in to clear the alarm. Customer stated that the pump has been alarming since last night. Customer was advised to return the pump and we are replacing it.

Manufacturer narrative:
The insulin pump alarmed with a constant movement in hall sensor after battery installation due to j connector unlocked on the printed circuit board; however, after locking j connector all buttons responded properly. The motor was tested outside of device and passed. The insulin pump was received with serial number label fading and minor scratches on the lcd window.